Manufacturer narrative:
(B)(4).the service engineer (se) replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed self-testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator had a display malfunction. Ventilation was not interrupted however, the patient was transferred to an alternate ventilator. There was no harm to the patient as a result of this event.